Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing on some stored electrograms (egm) and vari able sensing. An atrial lead position check failure was also observed on the ra lead. Both pacing leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.